Event description:
An rn spiked a bag of daunomycin (chemo) onto existing tubing. Drops of chemo were found leaking from the air vent. This resulted in a contaminated spill clean-up and preparation of new chemo solution. The air vent on a set came off the tubing which resulted in tubing needing to be changed. A set was found with a defective spike (spike tip was broken), broken piece was not in the packaging.